Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was not working. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, keys on keyboard was not responding the customer reported that the malfunction occurred while the users were trying to dispense medications to a patient which resulted few minutes delay patient care. There were no adverse events or injuries reported based on this incident.